Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, the multifunction cable on the device was broken. Complainant indicated that there was no patient involvement in the reported malfunction.